Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The reported plan was to implant a plc231200 on the left side, with a 20 mm contralateral leg component on the right side. It was reported that during advancement of the contralateral leg component on the right side, there was difficulty advancing the catheter through the 12 fr gore® dryseal sheath, and the device would not advance outside the sheath. It was reportedly determined the plc231200 intended for the left side was inadvertently selected and advanced up the right side and into the incorrectly sized 12 fr sheath. It was reported the device was attempted to be removed from the sheath so that it could be used on the intended left side. However, during withdrawal the catheter reportedly separated at the trailing olive / polyimide wire junction, with the delivery catheter removed from the patient but the endoprosthesis and leading portion of the delivery catheter remaining inside the sheath. It was reported the detached portion of the delivery catheter and endoprosthesis were contained entirely within the sheath and were able to be removed with withdrawal of the sheath. Another 12 fr sheath was advanced up the right side, and the procedure was completed with no further issue. The patient tolerated the procedure with no adverse events.